Event description:
During a transapical tavr procedure the sapien valve was deployed in a too aortic position causing moderate to severe paravalvular leak. A second valve was implanted. Per report, the pre-deployment valve position was 50:50. During deployment the valve migrated aortic, resulting in 85:15/aortic:ventricular placement. Moderate to severe paravalvular leak [pvl] was noted on tee. The valve was post dilated with an additional 1ml in the atrion. The pvl slightly improved, but tee still showed moderate to severe pvl; the diastolic blood pressure was 45mmhg. A second valve was implanted slightly lower than the initial valve in order to improve the pvl. After deployment of the second valve tee showed mild pvl. The valve was post dilated with an additional [1ml]. The pvl improved to trace. A root shot was performed, valve placement was excellent, and no ai was noted on angiogram. The patient remained hemodynamically stable during both valve deployments. Per the initial reporter ¿despite a slow inflation with the atrion, and attempts to reposition during deployment, final position of the valve was too aortic due to delivery system movement.¿ additional information: the native valve/leaflet calcification was moderate; aortic root calcification was mild; mitral annular calcification was severe. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 50%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [manipulation of the delivery system in attempts to reposition the valve during deployment] appear to have caused the valve malposition and the resulting pvl. It is also possible that patient factors (i.e. Severe mitral annular calcification) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two reports being submitted for this patient.

Manufacturer narrative:
Please reference related manufacturer report no. 2015691-2014-01413.